Manufacturer narrative:
Resolution and disposition: the fse replaced the touch screen to address the reported problem. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.

Manufacturer narrative:
The touchscreen assembly was returned to the manufacturer for failure investigation. Visual inspection of the touchscreen assembly revealed no evidence of damage or contamination. The touchscreen assembly was installed in a test ventilator in an attempt to duplicate the reported problem, and no failures were identified.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer requested replacement of the touch screen. The fse clarified there are touch screen issues. The customer reported there was no patient involvement.